Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that before the surgery an ophthalmic system presented with no infusion. Test was passed and no system message was displayed. The surgery was completed with no patient harm.

Manufacturer narrative:
The customer called, the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely by rebooting and exchanging the ¿pak¿. Therefore, the system was not examined for investigation. There was no additional related information provided. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).